Manufacturer narrative:
On-site eval by medtronic rep showed no further issues after connections on back of monitor were reset. Component connection issue.

Event description:
A site nurse reported that the monitor on the fusion navigation system flickered approx every 20 seconds. She said that this did not affect the surgery at all for the doctor, he just wanted to get a call started. Medtronic rep did troubleshooting with the nurse to reset the connections on the back of the monitor. The nurse then reported that the monitor stopped flickering. The surgeon completed the case with the use of the navigation system. No impact on pt outcome.